Event description:
It was reported by the customer's mother that their insulin pump was no delivery. Advised customer to change entire and to monitor device customer's blood glucose level was 104 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.